Event description:
The customer reported that the jaws of the device would no longer open while on patient tissue. The device was removed from the patient and there was no injury. This caused a delay in surgical time of more than 30 minutes.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.